Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display device read failed transmitter. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.